Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported frayed and exposed wires with sparking at the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable was frayed showing severed wire. The power extension cable was physically broken into two pieces. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. Patient electronic system power extension was frayed with exposed wires ¿ confirmed. It was determined to be confirmed due to the exposed and frayed wires on the power extension cable. Root cause of sparks being produced when the unit was powered on concluded to be the power extension cable based on the physical state that the component was severed into two pieces when returned. However, the power extension cable was not tested out of safety concerns. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.